Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacture representative indicated that a catheter revision was performed today due to a cerebrospinal fluid (csf) leak. A new spinal segment was implanted and attached to the existing pump segment. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8598a lot# serial# (B)(4). (B)(6) 2019. Product type catheter product ID 8596sc serial# (B)(4). (B)(6) 2019. Product type catheter.the code method code has been updated for product ID 8598a lot/serial# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported the device would not be returned due to the surgeon discarding the spinal catheter segment during the surgical procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-04 regarding a patient receiving morphine (10 mg/ml at 1 mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that cerebrospinal fluid (csf) formed around the pump and catheter spinal segment. The pump pocket and spinal point were opened to drain fluid and repair the leak by reapplying sutures. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.